Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004, pt underwent repair of a large ventral hernia with two composix kugel meshes. A partial abdominoplasty was also performed. On (B)(6) 2005 - (B)(6) 2005, hospitalized, uti with early urosepsis, admitted for IV antibiotic therapy. On (B)(6) 2006, pt underwent repair of recurrent ventral hernia with composix kugel mesh. There was no mention of the previously placed composix kuger mesh. On (B)(6) 2006, pt underwent incision and drainage of abdominal wall seroma. On (B)(6) 2006, pt presented to the ER stating that she had fallen and sustained a contusion to her ribs. She stated that she recently started having pain in the mid to lower abdominal area where she had previous hernia repair. On (B)(6) 2006, pt underwent repair of two incisional ventral incarcerated hernias with a bard flat mesh and a composix kugel. There is no operative report for this procedure included in the medical records. On (B)(6) 2006, pt underwent wound debridement and excision of a previously placed mesh. The operative report notes that the pt was found to have dehiscence and infection of the wound and graft mesh that looked like it was being rejected. The graft was then removed. On (B)(6) 2007, pt underwent excision of remaining mesh and repair of ventral hernia with component separation. There is no operative report for this procedure included in the medical records. On (B)(6) 2007, pt treated for small bowel obstruction.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. This is a pt with comorbidities of type 2 diabetes and hypertension, additionally this pt is a smoker who has had multiple abdominal surgeries. With the limited info available for the (B)(4) 2006 procedure, it is unclear if any of the three previously placed bard meshes were removed. A pathology report included from this procedure only shows a specimen of the hernia sac, and a culture report from (B)(4) 2006 shows bacterial growth. Currently, it is unk whether the device may have caused or contributed to the reported event. It appears that the pt's (B)(6) 2006 recurrence was due to her taking a fall, and although there is no indication the device was the cause of recurrence, it is a known possible adverse reaction listed in the IFU. Additionally, the warning section of the IFU also states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No sample was returned for eval, and with the info available, no conclusion can be drawn. See mdrs 1213643-2011-00522 and 00523 for info related to the composix kugel meshes implanted on (B)(6) 2004. See MDR 1213643-2011-00525 for info related to the bard flat mesh implanted on (B)(6) 2006. See MDR 1213643-2011-00526 for info related to the composix kugel mesh implanted on (B)(6) 2006.